Event description:
A malfunction with code 16 was reported with the customer's pump, and the issue prompted cts to replace the pump as it was under warranty. There was no reported impact on the customer's blood glucose level, as no specific information was given. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the pump with a provided pre-paid label after placing it into storage mode. The necessary address confirmation for shipping was completed.